Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of pain, edema, hyperemia/erythema, heat and nodulation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site.

Event description:
Healthcare professional reported that a patient was injected in the malar, chin, supraperiosteal, and temple with juvéderm voluma with lidocaine. About 7 weeks later, patient felt pain, edema, hyperemia and heat associated with nodulations that developed at the injection sites; especially at malar region. About 1.5 weeks after onset, patient self treated with decadron, allegra d and prednisone. A week later, the patient was treated with ciprofloxacin. The patient had previously been injected with belotero balance in the dark circle area about 2 months prior to injection with juvéderm voluma with lidocaine and the dark circle area also had the same symptoms. Symptoms have improved. The patient has been "extremely emotive being recluse at home.¿